Event description:
It was reported that an external fluid leak was observed at the connection point between the filter and the tubing of a prismaflex tpe 2000 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a leak from the return line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.